Event description:
It was reported that a spectrum pump constantly alarmed downstream occlusion upon power up in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, no downstream occlusion alarms occurred and the device was functioning normally. A review of the event history log revealed downstream occlusion messages which may be a result of normal pump operation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified but the cause of the condition was not determined. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.